Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the surgeon back pane (sbp), the core, and the fiber optic cable assembly to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the core involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported issue. The core was installed and tested on the test system. The auxiliary video processor 3 (avp3) was not present on the gemini download application( gdla) laptop application. The system started up and the core logged error 310, the u23 170010 on the avp board has failed.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer had issues with the red triangle with an exclamation point on the screen and error 23. The customer had elected to convert to laparoscopy prior to calling in. Logs were not available for technical support to review. There was no patient harm.